Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the emboshield nav6 embolic protection device may be related to the adverse patient effects of death, myocardial infarction, access site complications, pulmonary complications, renal complications, transient ischemic attack, stroke, thrombosis, occlusion, embolization, dissection, perforation, intervention, medication administration, amputation / surgery and re-hospitalization and device issues of unable to insert and unsuccessful placement due to difficulty removing the filter and carotid artery spasm requiring treatment. Details are listed in the attached article, titled post market clinical follow-up evaluation report abbott carotid stent and embolic protection systems. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown as the part/lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the pmcf report, a definitive cause for the reported difficult to insert and retraction problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects listed in the report are captured under separate medwatch reports. Attachment, titled "post market clinical follow-up evaluation report abbott carotid stent and embolic protection systems."